Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscope inspection of the fiber identified the black spots, thus confirming the reported event. In addition, it was observed that there was no light exiting the connector face. The fiber connector was analyzed, and it was found that the light was not passing through, indicating an internal connector fracture. The initial reported allegation of black spot is confirmed and is potentially related to labeling. The manufacturer is further investigating to determine root cause and if additional actions are required. The identified connector component fracture likely occurred due to procedural handling of the fiber during setup or use. This anomaly could lead to an insufficient aiming beam or low laser energy output and up to a complete inability for the fiber to fire.

Event description:
It was reported that during preparation for a flexible ureteral lithotripsy procedure, the fiber had been reused less than 10 times when it began to, present black spots on the tip. The fiber was replaced, and the procedure was completed without patient complications. The fiber was returned, and analysis reveal an internal connector fracture. Therefore, reporting criteria is met based on this finding.